Event description:
Sales rep reported a fractured smart toe implant one year post-operatively. The pt is reportedly showing swelling on the foot and the surgeon would like advice on how to next proceed.

Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available it will be reported on a supplemental report.